Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer's microcatheter, the physician encountered resistance as the coil advanced part way into the microcatheter and was then unable to advance further. The physician then removed both the microcatheter and the ruby coil. While the devices were on the back table, the physician attempted to advance the ruby coil through the microcatheter but was still unable to advance the coil. While still working on the back table, the physician opened a penumbra system 3max reperfusion catheter (3max) to see if the ruby coil would advance through it. However, the ruby coil did not advance through the 3max and began to take shape inside the 3max. There was no alleged deficiency with the 3max; the 3max was only opened to test the ruby coil. Thereafter, the physician reinserted the same non-penumbra microcatheter and completed the procedure using non-penumbra coils. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, penumbra only received opened sterile pouches for a ruby coil and a penumbra system 3max reperfusion catheter (3max) without the actual devices. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was not returned.